Event description:
A patient underwent a left video-assisted thoracoscopic (lvats) convergent procedure using a cdk-1413 with concomitant left atrial appendage exclusion. The patient did not receive anticoagulation during the procedure. On post-operative day 1, the patient experienced an ischemic stroke, confirmed through diagnostic imaging, with residual deficits noted. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for investigation and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.